Event description:
Patient experienced dissociated constrained liner causing hip dislocation requiring additional surgery to correct.

Manufacturer narrative:
As per the returned devices, the cocr head used in this procedure is a smith & nephew device. The reported event is an off-label use. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient experienced dissociated constrained liner causing hip dislocation requiring additional surgery to correct.

Manufacturer narrative:
Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.